Manufacturer narrative:
(B)(4): implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2011 (estimated date). During the same surgery the patient was reimplanted with a new device. This report is filed (B)(4) 2012.

Event description:
Per the clinic, the patient experienced a performance decrement and headaches resulting in device non-use. Reprogramming attempts were made, however, the issue could not be resolved. Explant and reimplantation is planned but had not taken place at the time of this report (B)(6), 2011.